Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: it was reported that the patient's left knee was revised due to the stem becoming loose/ unthreading from the femoral component (rep confirmed threads/ implants were not broken). The femoral component, stem, and liner were revised. Rep confirmed that there were no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.